Event description:
It was reported that this patient has received a total of three inappropriate shocks due to t-wave oversensing. Initial device interrogation displayed that smart pass has been disabled by the device. The patient was brought into the office and auto setup had chosen primary sensing vector with smart pass turned on. Technical services discussed to evaluate secondary sensing vector as well. This system remains in service. No adverse events.